Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 11/24/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the black box shows no evidence of a loss of prime alarms occurring abnormally. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported the patient¿s blood glucose (bg) was between 250-499 mg/dl without symptoms. The reported bg excursion does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.